Manufacturer narrative:
Customer did not provide serial number a follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a ECG error. The device was not in use on a patient.